Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was hospitalized for an elevated blood glucose (bg) level of 400 (mg/dl). The cause of the elevated bg level was unknown. The customer is 8 months pregnant and stated that at this stage their bg level can start to run high. The customer received insulin intravenously while in the hospital. Reportedly, the customer has already contacted their healthcare provider to work on bg management during pregnancy. Although requested, the customers hospital release date was not provided.